Event description:
(B)(4). Since this date approximately I have had ongoing constant upset stomach, migraines so bad that they would last up to 2 weeks and I would be puking, non stop tiredness, all over body pain to the point of tears and not being able to take care of my children at times, swelling in the lower part of my brain that cannot be attributed to anything which in turn causes more migraines and vision problems. I have gained a lot of weight, have had problems with hot and cold flashes for no reason, extremely bad bouts of depression, insomnia.... Again all for some unknown reason. My hair has become thinner, it just slowly keeps falling out. I am constantly bloated, have abdominal cramping all the time and during my cycle the pain gets so extreme I can do nothing but cry. Clotting and bleeding during my cycle is extremely heavy and clots are huge.